Event description:
A female pt was contacted by lifecor customer support for a follow up call. She reported that her battery pack had stopped working. She stated that she has been using one battery pack since 2008. She stated that she charges this one battery pack while she showers and did not call support because she was doing fine with one battery pack. Support advised the pt to contact lifecor whenever there is a problem. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Battery pack - date of MFR: 12/2005. Device eval of battery pack has been completed. The reported problem was confirmed. Battery pack was tested and found to have defective cells and u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The battery was repaired, retested and restocked. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.